Event description:
It was reported "patient informed that there is a hole in his line. Given reassurance and informed that we would contact him if needed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1648 showed one other similar product complaint(s) from this lot number.